Event description:
Caller reported a malfunction on pump, marked by malfunction code malf 12, which did not lead to any adverse impact on customer's blood glucose level. The customer had encountered this issue at least three times previously, prompting technical support to decide on sending a replacement pump. Customer was advised to use multiple daily injections (mdi) to ensure insulin delivery continuity and received instructions for returning the malfunctioning pump, alongside programming and connecting the replacement pump settings.